Event description:
In 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's wife reported that patient¿s stoma site became painful and red on (B)(6) 2025. On (B)(6) 2025, the patient visited the emergency room and was treated with IV antibiotics. On (B)(6) 2025 the patient was discharged and sent home on IV antibiotics. Duopa therapy was uninterrupted. No further information was available as the patient declined to be contacted.

Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.